Manufacturer narrative:
D4: serial number of the heartmate ii system controller was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured one pump stop and one low speed advisory that occurred due to the controller losing power. It was recommended to confirm with the patient if they may have disconnected both leads prior to the pump stop and if they are making complete connections between the controller and power source. There were no other unusual events recorded in the log file and the device was operating as intended. The patient was reportedly asymptomatic.

Manufacturer narrative:
E1: reporter email not available manufacturer's investigation conclusion: the reported event of a complete loss of power resulting in a pump stop can be confirmed based on the information captured in the provided log file. The log file contained data recorded from the time stamp of day 131, 21 hours and 22 minutes to day 134, 10 hours and 55 minutes when a complete loss of power was recorded and the clock was reset. Prior to the power reset the system maintained the set speed and there was a power cable disconnect alarm recorded. After the power was restored the system operated for approximately 9 days, 23 hours and 51 minutes with no additional power interruptions. Based on the sequence of events in the log file, the total loss of power appeared to be the result of both power cables being disconnected. The system controller was not returned for evaluation. Additional information was requested and the hospital responded that will not provide any additional information related to the event. The system controller serial number was not provided. Patient handbook, operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.